Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assemblies. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were not working. The customer¿s blood glucose level was unknown. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer assisted with troubleshooting, however keypad was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.